Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed corrupted date. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The distributor reported that the pump emitted audible tones when powered on and was subsequently unresponsive.